Event description:
It was reported that the customer's insulin pump was not working properly customer's blood glucose level at the time was over 500mg/dl. Troubleshooting was declined. Advised insulin pump would be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and the excessive no delivery tests. The insulin pump was received with cracked reservoir tube, cracked reservoir tube lip and missing end cap sticker.